Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) has electromagnetic interference oversensing seen on the right atrial (ra) channel. The device remains in use. No patient complications have been reported as a result of this event.